Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare provider reported that during a diagnostic measurement procedure, improper spikes were noted in the scan. An alternate scanning system was used to complete the measurements. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was not replicated with the system. However, the reported event was confirmed and attributed to a non-conforming biometry probe. The probe was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 4, 2012. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. The cause of the reported event can be attributed to non-conforming the biometry probe w/applicator. How that the biometry probe w/applicator became non-conforming remains inconclusive. (B)(4).